Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing discomfort and was not providing an adequate pain relief. It was noted that the ipg had risen to the surface of the skin and was moveable. The patient underwent a revision procedure. The device remains implanted.